Manufacturer narrative:
Device evaluation: d10, g4, h2, h6 and h10 the vyaire failure analysis laboratory received the suspect component and performed a failure investigation. The root cause was traced to xdcr pt802 failed due to manufacturing process problem. Investigation reveals that when ventilator was powered on, in ventilate mode where the unit auto cycled and displayed the following alarm vent inop, motor fault, transducer fault and low pip. Technician performed xdcr calibrations; exhl press xdcr passed, turbine diff press xdcr passed, exhl diff press failed. This is a known issue which can be referenced with CAPA ca-2017-0206 and scar ps-14-46.

Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. Vyaire fsr evaluated the ventilator and found xdcr fault and does not pass the exhalation flow transducer calibration. Fsr replaced the mainboard and performed operational verification procedure and user verification tests. All values were within manufacturer's specifications.

Event description:
The customer reported that their vela ventilator is down and requesting for a repair. There is no patient involvement associated with this event.